Event description:
It was reported that the device "wouldn't retract." Additional information was requested, but no additional information was received. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final device investigation found the shaft and the distal tip of the obturator were not solidly attached to the handle. The shaft did not spring back over the blade after the device was unlocked. It also was noted that there were two cuts in the seal most likely caused by the issue with the obturator. The device was leak tested and there was no evidence of leaking. The device history record was reviewed and no discrepancies were found. As each device is visually inspected and functionally tested during the production process, no conclusion could be reached as to what might have caused the reported event.